Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced infection. The implantable cardioverter defibrillator system was explanted. The patient was stable.